Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were stretched, all conductors had blood/body fluid (not obstructed) and there was apparent explant damage.

Event description:
It was reported that the left ventricular lead had high threshold since implant but was subsequently discovered to have no capture. In attempting to remove the lead, the lead broke leaving some lead parts in the extravascular tissue. They were unable to surgically remove all the parts. Those pieces were abandoned in the shoulder area. A portion of the lead was explanted. No patient complications have been reported as a result of this event.